Manufacturer narrative:
Review of product sn shows the unit is not part of the affected sn range for the kinetra broken wire bond recall.

Event description:
The pt reported they had developed a surface infection and described symptoms related to redness and surface seepage to the MFR. The pt indicated the redness was located to the right above the surgical incision with some discharge noted. Twenty-four days later, the pt's spouse reported the pt was having problems with healing due to ongoing drainage and scab formation and questioned if stitches had been removed too soon. The husband also provided blood test results were ok, per the physician. Fifteen days later, the pt's husband reported the pt was schedueld for follow-up 2 days later to reposition the implant and because the incision was not improving. Two weeks later, the husband indicated the pt was in the hosp after removal of the ipg and extension the day before; the pt status was ok per call from hcp. Add'l info was requested. The physician reported about a week later, the date of onset of the reported infection was two months post-operative. The hcp indicated that perioperative antibiotics were administered and the pt does not have meningitis. The physician provided that the pt presented for follow-up with signs of infection that included swelling and incisional wound opening. The primary location of the infection was the device pocket and a culture was obtained. The causative organism was identified as staphylococcus epidermidis from the pocket culture. Oral and IV antibiotics were administered and the pt realized partial device system explant to treat the reported infection. The device was explanted, but not returned to the MFR for analysis. The hcp also indicated the unit had been replaced due to the kinetra product recall.